Manufacturer narrative:
The reported events of device dislodgment, failure to capture, and a difficult separation were unconfirmed. Final analysis found no anomalies contributing to reported event of a capturing problem, nor a separation issue. Analysis returned normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted the device the device dislodged from the ventricular wall. The device was red docked and recovered. It was repositioned in the right ventricle again, however it exhibited difficulty in separating from the catheter upon misaligning the tethers. Increased capture threshold was noted upon fixation, and then loss of capture was noted. The physician looked at x-ray, and the device was in the pulmonary artery. The lp was retrieved and the procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.